Manufacturer narrative:
The device was not used according to the instructions for use as it relates to the internal battery and non-vyaire internal battery pack reported by the customer. The internal battery is not recommended for patient transport use outlined in the operators manual (B)(4) of the device. Furthermore, the use of non-vyaire batteries is not recommended because vyaire cannot warranty or provide performance specifications on non-vyaire parts.

Event description:
The customer reported this device not holding an internal battery charge and cycling off, while in use during a patient transport. No known reported patient harm or injury is associated with this event.